Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. The patient weight was updated. The cause of the erosion was determined to be the patient's extremely thin scalp, which led to erosion. Also, the impedance test showed normal readings for both leads prior to incision. After the leads were repositioned in the scalp, a short circuit was detected prior to closure. The short circuit was detected between contacts 0<(>&<)>1 = 32 ohms. The surgeon suspects the short was created during the repositioning of the leads. The short circuit is not impacting the patient's therapeutic settings of c + and 2 -. The patient's therapy impedance was 639 ohms w 6.497 ma, which were normal range. The erosion was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having a revision to address an erosion. The caller had limited information and didn't know where the erosion was occurring. No further complications were reported as a result of this event.